Event description:
On (B) (6) 2004 - pt underwent mesh implant for bilateral inguinal hernia repair with two bard kugel mesh patches implant. In 2006 - pt began to experience right inguinal pain. Prior to (B) (6) 2007 - pt had been experiencing lower left side abdominal pain, which seemed to be getting worse. On (B) (6) 2007 - ER. CT scan performed. Pt told two abscessed areas connected by fistula tract within pelvic area on left side. I&d (incision and drainage) procedure. Followed by multiple CT scan until drainage and fluid collection was complete. In (B) (6) 2008 - lower left side and rectal pain. CT scan identified recurrent abscess just below original site. On (B) (6) 2008 - I&d surgery. Followed by repeated CT scans noting continued accumulation of pus and fluid. Drainage continued for a few months. Pt experienced repeated recurring abscess and fistula tract development which resulted in multiple CT scans and I&d procedures and fistula track treatment (dates (B) (6) 2008, (B) (6) 2008, (B) (6) 2009, (B) (6) 2009).

Manufacturer narrative:
Current info provided, does not indicate that either of the mesh implants were involved in any of the recurring abscess and fistula tracks. The current info provided does not indicate that either of the mesh implants were involved in any of the I&d procedures the pt underwent, and both implanted mesh remain implanted. We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00093 for info related to the other kugel mesh implanted on (B) (6) 2004.